Event description:
A complaint of infection at the pocket site was rec'd. The pt's implant was explanted.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.